Event description:
Sales representative reported unexpected negative reactions with capture-r ready indicator red cells, when testing a sample known to contain anti-k during a demonstration of manual solid phase testing. Repeat testing performed with new lot of indicator cells, resulted in positive (4+) reactions with k positive cells.

Manufacturer narrative:
The presence of the k antigen was confirmed on retention capture-r ready-screen, lot x185 and capture-r ready-ID, lot id082 using retention capture-r ready indicator red cells, lot 221988. Retention products performed as expected.